Event description:
It was reported that intermittent occlusion alarms occurred. The customer declined further troubleshooting with tandem technical support, and continued to use the pump for insulin therapy. Customer's blood glucose level was 254 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.